Manufacturer narrative:
On (B)(6) 2019, the mentor product analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted manufacturer¿s reference data: (B)(4).

Manufacturer narrative:
On 02/12/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was received without fluid. Yellow material was observed within the device. During evaluation a rent was observed within a crease on the posterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/17/2018, mentor received additional information about the event. It was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Patient had an appointment where deflation of the suspect medical device was observed. Patient age at the time of event was updated to 41 years old. The patient was scheduled to undergo explantation on (B)(6) 2018. On 01/04/2019, mentor received additional information that the patient had both of her breast prostheses removed and they were replaced with mentor saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.